Event description:
Started having abdominal pain attacks. Hunched over. Extreme pain. These still happen on and off. The joint pain became super relevant in (B)(6) 2017. Hands, wrists, knees, ankles, just constant pain, even saw an orthopedic hand surgeon for possible carpel tunnel. Had the nerve testing - came back fine. Had x-rays, no arthritis found. Received cortisone injection in my left wrist. Made matters worse. (B)(6) 2017 had an unbelievable dizzy spell in a restaurant, nearly fainted. Ever since I often am unbalanced, in a fog and cannot retain any info. (B)(6) 2018, left ear was constantly buzzing. Neck and jaw pain progressed and finally the back of my neck (brain stem area) had severe pain. On (B)(6), I had a CT scan to check if I had a brain tumor. Results were clear. Blood work clear. Finally saw the chicago tribune article on essure complications and every symptom listed is exactly what I've been going through for 2 years.